Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they had the arctic sun device that was sent down from the floor because as they were moving it the power cord sparked and it appeared the cord and power inlet module were damaged from the arching. Per additional information updated from ttm on 17mar2026, biomed stated when device s/n (B)(6) was plugged in, it burned up the power cord and socket. Biomed needing assistance with repairing device. Per sample evaluation results received via task on 23jun2026, it was reported that the device not cooling during evaluation at the depot.